Manufacturer narrative:
This system check test did not pass due to a depleted 9-volt battery. The 9-volt battery is replaced at every service (90-day of use interval or 2-year calendar interval). The battery that was replaced at the most recent service interval had an expiration of march 2021. At the time the 9 volt battery failure occurred the battery was not expired. The root cause of the reported companion 2 driver not passing the system check was determined to be a 9-volt battery which did not meet specification requirements. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass the system check procedure.